Event description:
It was reported that, "when the user grasped the trigger, he felt resistance and couldn't grasp it properly during use. Therefore, another unit was used to complete the procedure. No staple fell/remained in the patient and no injury to the patient was reported". The patient status is reported as "fine".

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review could not be performed as no lot number was reported. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that, "when the user grasped the trigger, he felt resistance and couldn't grasp it properly during use. Therefore, another unit was used to complete the procedure. No staple fell/remained in the patient and no injury to the patient was reported". The patient status is reported as "fine".

Manufacturer narrative:
(B)(4). The complaint of misfire/jamming - staples not firing was confirmed based upon the sample received. Upon visual inspection, defective staples in the cover block were observed. Upon functional inspection, staples did not consistently form correctly. The tecate manufacturing site was contacted as part of this investigation. A device history record review was performed, and no relevant findings were identified. It was confirmed that the presence of defective staples in the cover block is the probable root cause of this complaint. Actions to address this issue of visistat 35w staplers failing to function properly due to defective staples were established as part of an investigation opened within teleflex, which was closed on 31-aug-2023. The sample was manufactured prior to these actions on 04-may-2022. Teleflex will continue to monitor and trend on complaints of this nature.